Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available

Event description:
The customer reported when the device was placed in the medivator a black watery substance was coming from the scope during reprocessing involving an olympus. The customer stated the scope was manually disinfected with no issues and nothing came out of the scope during reprocessing, but only when placed in the medivator during the cycle. There was no patient injury reported.